Event description:
The cuff detached from catheter inside the patient. It is unknown if the catheter was being removed or if the cuff was retrieved from the patient.

Manufacturer narrative:
According to the notes in this file, the cuff detached from the catheter inside the patient. The complaint of a dislodged surecuff is confirmed. The detached surecuff was not returned for evaluation. Gross visual and microscopic examinations revealed no defects at the surecuff site. A silicone adhesive residue was microscopically verified on the od of the catheter at both the distal and proximal ends of the surecuff site. There were no gaps or inconsistencies in the adhesive glue bond. With the condition of the complaint sample the mechanism of damage is undetermined at this time. A lot history review (lhr) of rewg1624 showed no other similar product complaint(s) from this lot number.